Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. A replacement transmitter was sent to the customer.